Event description:
Customer alleged blood glucose results of lo (less than 10 mg/dl) and 246 mg/dl when testing was performed back-to-back on the compact plus system. Customer reported having no symptoms, and did not treat or act based on the results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.